Manufacturer narrative:
(B)(4).

Event description:
(Os 109.758). The dentist reported that 15 days after the dental implants was installed in intraoral region#29, it was verified its non osseointegration. A 35 ncm of primary stability was achieved and immediate load was performed.